Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v266475, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type lead; product ID 8840, product type programmer, physician; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that following a normal battery depletion replacement, it was unknown if the implanted lead was functional. The reporter stated that the patient was getting ¿good bellows.¿ the physician reportedly decided to implant a second lead and have the patient ¿trial¿ both leads. It was noted that all different combination pairs with electrode 1 were programmed and the patient was unable to feel any stimulation. It was noted that all other electrode combinations not involving electrode 1 were fine. It was later reported that one new lead had been implanted. The reporter stated that the lead that did not elicit any sensation was removed. It was noted that the patient was doing well. Additional information received reported that the lead was removed due to less than ideal placement. It was noted that due to the placement, great responses were not seen on 2 of the 4 electrodes. It was not believed that the lead was faulty.